Manufacturer narrative:
The investigation is ongoing.

Event description:
During a transcatheter aortic valve replacement (tavr) procedure using a 29mm sapien 3 valve, working side access anastamosis (x2 pro-glides) may have torn a "larger" hole at the esheath entry point in the left (lt) common femoral artery. This tear is thought to occur when pushing the delivery system up and past the common iliac to infra renal aortic bend. The tear resulted in multiple covered stents being deployed at the end of the case in the lt common femoral and lt sfa. The patient remained stable during this time and the end result after ballooning the covered stents with a 12x40 balloon was no major bleeding. The perceived root cause was due to moderate to severe tortuosity in (iliac and mostly in infra-renal aorta).

Manufacturer narrative:
The 16fr esheath plus was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided and showed tortuosity was present in the patient's left access vessel and calcification was present in the patient's aortic bifurcation. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed other complaints relating to the complaint. The following instructions for use (IFU) were reviewed: esheath plus, commander delivery system, device preparation manual and procedural training manual. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported events were unable to be confirmed due to the unavailability of the returned device/applicable imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the reported event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "during a tavr procedure using a 29mm sapien 3 valve, working side access anastomosis (x2 pro-glides) may have torn a "larger" hole at our esheath entry point in the lt common femoral artery. This tear is thought to occurred when pushing the delivery system up and past the common iliac to infra renal aortic bend (where the major bend was). The tear resulted in multiple gore vihabhan (10x5cm and 13x5cm) covered stents being deployed at the end of the case in the lt common femoral and lt sfa". Additionally, it was reported that "the perceived root case was due to moderate to severe tortuosity in (iliac and mostly in infra-renal aorta)". Per imagery review, calcification and tortuosity were present in the patient's left access vessel. Per the training manual, "push force can vary due to angle of insertion, vessel diameter, tortuosity, and degree of calcification." Tortuosity can create sub-optimal angles that cause non-coaxial alignment between the devices during delivery system advancement and lead to resistance. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. In this case, as such, available information suggests that patient factors (tortuosity, calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.